Manufacturer narrative:
The referenced history of elevated lvad flow and lvad power was reported under medwatch MFR report #2916596-2018-03889. The patient¿s implanting center is (B)(6) hospital. For the event the patient reported to (B)(6) medical center. (B)(6) medical center reported the event to the manufacturer. Approximate age of device ¿ 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to (B)(6) medical center for the concern with the log file finding of elevated pump power and flow coinciding with elevated lactate dehydrogenase (ldh). The lvad log file was submitted to the manufacturer for review due to patient¿s history of elevated lvad power and flow. A representative of the manufacturer¿s technical services confirmed the elevated powers and flows within the log file. There were no other unusual events seen within the log file. It was reported that the cause of the elevated pump power was not identified. The patient had ongoing evaluation at (B)(6) medical center. Log file submitted on (B)(6) 2019 showed the elevated power and flows were trending down. On (B)(6) 2019 it was reported that the patient¿s ldh had trended upwards over the weekend. The patient was started on bivalirudin after which ldh began to downtrend again. Review of the submitted log file found power and flow continued to trend down over time and had been relatively flat at a more baseline value since (B)(6) 2019.

Event description:
Additional information: it was reported that the cause of the elevated pump power was a suspected pump thrombus. Treatment was bival with a decline in power and lactate dehydrogenase (ldh). The patient was eventually successfully discharged and was reported to continue to be doing well at home with close follow-up.

Manufacturer narrative:
Updated investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the report of suspected thrombus and elevated ldh could not conclusively be established through this evaluation. Additionally, an analysis of the log files provided by the account confirmed power and flow elevations; however, a specific cause for this finding could not conclusively be determined through this evaluation. The submitted log files contained data from (B)(6) 2018 to (B)(6) 2019. The file captured power and flow elevations until (B)(6) 2019 when the power and flow returned to baseline values. The pump speed remained above the low speed limit for the duration of the files and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document outlines indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Investigation summary: analysis of the log files provided by the account confirmed power and flow elevations; however, a specific cause for this finding could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(4) , and the patient¿s elevated ldh could not conclusively be established through this evaluation. The submitted log files contained data from 30dec2018 to 18jan2019. The file captured power and flow elevations until (B)(6) 2019 when the power and flow returned to baseline values. The pump speed remained above the low speed limit for the duration of the files and the pump appeared to be functioning as intended. It was reported that the patient had a history of elevated flows and powers. The account communicated on (B)(6) 2019 stating that the patient was admitted to the hospital for concerns coinciding with elevated ldh and communicated that the elevated pump power was not identified. The account communicated again on (B)(6) 2019 stating that the patient¿s ldh started trending upwards. The patient was started on bivalirudin and the patient¿s ldh began trending down. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document outlines the recommended anticoagulation therapy and inr range. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.